Manufacturer narrative:
Additional narrative: device broke before surgery; there was no patient involvement. Lot number was reported as being either 9206785 or 9617011. It is unknown which lot number belonged to the complained device. (B)(6). Expiration unknown(10)lot unknown. Device was not implanted/explanted. (B)(6). A device history record review for both potential lot numbers was completed: manufacturing location: (B)(4). Part 04.503.901s, lot 9206785, manufacturing date: october 28, 2014, expiry date: october 01, 2024. Part 04.503.901s, lot 9617011, manufacturing date: september 08, 2015, expiry date: september 01, 2025. Articles were sterilized by supplier (B)(4) and no deviation is recorded. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reconstruction plate was broken when the surgeon was pre-bending before the surgery. He used a spare plate and completed the surgery. (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the product inspection, the returned part was re-inspected for all the features pertinent to the complaint condition. The re-inspection has been focused on the four holes closest to the fractured area (holes 15, 16, 17, 18 as reported in the analysis report). The plate is broken in the area between holes 16/17 and various post production damages have been identified on the surface. Due to these damages, some features are not measurable. Holes 17 and 18 were measured and found conforming to specification for all their features. The other holes could not be completely measured since are damaged post production. Since all the plate holes are manufactured using the same cnc program, parameters and tools (repeated features) it is possible to conclude that also the features of the damaged holes were conforming to spec. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part is returned to customer quality as per procedure. If needed, further actions/ additional investigation will be defined by customer quality. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.